Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Unknown. Are there plans to remove the retained needle piece? No additional treatment is planned. What is the most current patient health status and condition? The patient has been hospitalized but stable. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an aortic valve replacement surgery on (B)(6) 2021 and stainless steel suture was used to close the sternum. The needle broke when piercing during sternum closure by interrupted suturing. The surgeon tried to pull it out, but the needle was not protruded to the surface of the sternum and the patient was experiencing blood loss, so the surgeon stopped pulling the needle out and closed the sternum with another like device. The operation time was extended within 30 minutes. After the operation, a needle of about 2 cm was confirmed by x-ray. The patient has been hospitalized. The patient¿s condition is stable as of now. Since the wire is usually left in the sternum, it was judged that there would be no problem if the needle was made of the same material. No additional treatment is planned. The surgeon opines the cause of the problem was either that the dr (resident), who was not familiar with sternal closure, did not pierce the sternum at the right angle, or that he tried to suture two places with one wire, which increased the number of piercings on the sternum, or that he did a z-shaped suture, which increased the number piercings on the sternum. Judging from the fact that the wire in the same package could be used in other parts of the sternum without any problem, it seems that there was no problem with the product.